Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported event. Therefore, the nonconforming oscillator was replaced to address the issue. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to nonconforming oscillator. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the procedure was interrupted with incomplete side cut and the procedure was aborted in unknown eye of the patient during lasik surgery.